Event description:
A user facility reported to olympus that during preparation for use, the hd 3cmos autoclavable camera head had a communication error code e226. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported communication error message (e226). The evaluation found that the video connector was defective. The faulty parts need replacement to bring the device back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. E226 occurs when there is a communication error between the camera head and the processor. Based on the results of the investigation, and although the event was not confirmed, it was likely caused by a faulty cable unit and video connector. The cause of faulty cable unit and video connector could not be determined. Olympus will continue to monitor field performance for this device.